Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 14 month post-implant, it was reported that the patient experienced power elevations and received an elective heart transplant.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.